Manufacturer narrative:
Additional information: h6, h11 h11: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. Inspection of the machine showed that the three way silicone connector placed in the hydraulic circuit after the two ultrafiltration cells was leaking. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the faulty connector. The silicone connector and the damaged motor below the connector were both replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an ak 96 machine during hemodialysis therapy. The machine was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.